Event description:
It was reported that a patient underwent a left atrial flutter (l-afl) ablation procedure with an octaray mapping catheter and the catheter introducer appeared "frayed¿. The caller also reported that the white piece of the octaray mapping catheter introducer appeared "frayed," and there was difficulty re-introducing the octaray catheter into the vizigo 8.5 french sheath. The octaray catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a left atrial flutter (l-afl) ablation procedure with an octaray mapping catheter and the catheter introducer appeared "frayed¿. The caller also reported that the white piece of the octaray mapping catheter introducer appeared "frayed," and there was difficulty re-introducing the octaray catheter into the vizigo 8.5 french sheath. The octaray catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31031575l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-mar-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a left atrial flutter (l-afl) ablation procedure with an octaray mapping catheter and the catheter introducer appeared "frayed¿. The caller also reported that the white piece of the octaray mapping catheter introducer appeared "frayed," and there was difficulty re-introducing the octaray catheter into the vizigo 8.5 french sheath. The octaray catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. Device investigation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the device was found in good condition, no damage or anomalies were observed; however, during the visual, the introducer was not found. Further investigation could not be completed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be confirmed since the introducer was not returned; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation conclusions code of "appropriate term/code not available (d17)" was used since the product could not be analyzed since the introducer was not found. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).